Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-15129, 2017865-2021-15130. It was reported that the patient had experienced muscle stimulation when the pacemaker system was pacing. The physician decided to replace the system. The new system was implanted on the right side and the existing pacemaker, right atrial, and right ventricular leads were left implanted on the left side due to occluded veins. The patient was in stable condition.